Event description:
Caller reported a cgm error, specifically error 42, causing concern. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after following the guidance, the caller was able to start their sensor session successfully without further error.